Manufacturer narrative:
A serious injury has occurred to a peritoneal dialysis pt following treatment with a cycler. Due to lack of info a MDR will be filed against the cycler while undergoing review by post market clinical department and mfg plant.

Event description:
The following info was reported by the pt's son. Last week the pt was admitted to the hospital due to a heart attack. The pt's son stated heart attack was not related to treatment, and pt is doing "fine". No further info was available.